Event description:
A case worker nurse called to report that the customer's fasttake meter was allegedly reading inaccurately high. It was reported that the customer's blood glucose was tested on their meter in the school nurse's office with a result of 131 mg/dl. Customer allegedly passed out and the paramedics were called. Their blood glucose on the emergency medical technician's meter, approximately 5 minutes later was 25 mg/dl. Customer was allegedly treated, however, customer was taken home by the parents, rather than to the hosp. The meter was replaced.